Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, and recurrence. It was reported that the patient underwent mesh removal; due to erosion on (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and pelvicol acellular collagen matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and urge incontinence.

Event description:
It was reported that following insertion the patient experienced urinary tract infection and urge incontinence.